Manufacturer narrative:
The reported event of lower-than-expected battery voltage was confirmed. A probable root cause for this observed premature battery depletion is associated with the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.

Event description:
New information received indicates that the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The field event of premature discharge of battery was confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the leadless pacemaker exhibited premature battery depletion. No intervention was reported. The patient condition was unknown.